Event description:
It was reported that a doctor did not put the correct cap on the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error where a doctor put the incorrect cap on a transfer set. The ¿homechoice and homechoice pro apd systems patient at-home guide¿ instructs the user in aseptic technique and states: cap off the transfer set with a new minicap disconnect cap and tighten until fully secured. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.